Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm. Per reporter the residual volume was 10.6 ml, rate 1.7 ml and given 76.8 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.